Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was over 600mg/dl. It was stated that the customer had high blood glucose during the weekend. It was stated when the customer woke up, his glucose level was in the 400s mg/dl. The customer treated with manual injections, but his blood glucose kept rising. No further info was provided.